Event description:
This event was reported as mitral valve stenosis with three leaflets adhered to each other and calcification. The pt had bilateral pleural effusion which caused general fatigue and shortness of breath. No further info was provided.